Event description:
The medical device department reported that fulaixi leaked liquid. The number of affected products is 480. The samples can be partially returned, but the exact number of returned products cannot be provided.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up, product leakage was reported. To support the investigation, two photographs were submitted for evaluation by our quality team. The images depict a wet case box and wet shelf boxes. The condition of the packaging shown does not reflect the standard in which the product is shipped from the manufacturing site. This type of damage is consistent with issues that occur during transportation or storage. A review of the device history record (DHR) was conducted for material number 306595, lot 4243814. The review found no quality issues during the production of this lot that could have contributed to the reported condition. Additionally, there were no related quality notifications. All manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the investigation and analysis of the photographic evidence, the customer-reported issue has been confirmed.